Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode silicone was sliced near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The device passed the tests performed. A CAPA was initiated. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a fold-over of the electrode during implant surgery. Revision surgery is scheduled.